Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the foot likely captured tissue during closure. The account reopened and repositioned the device which freed it from the vessel. This can occur if the foot is in the access site, or there is tissue flap, or the foot is not sufficiently off the vessel wall. Reportedly, the device was wiggled (torgued) to remove the device. It should be noted that the prostyle instructions for use (IFU), precautions section states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device, therefore, notification is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6-device code 2017- improper or incorrect procedure or method - incorrect removal.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a watchman procedure. Reportedly, the lever was returned to its original position, but the footplate would not close. The lever was opened and closed, and the device was wiggled [difficult to remove]. The footplate eventually closed and the device was able to be removed. No vessel damage occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.